Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). After investigation the event for this (B)(4) is no longer reportable, according to investigation the filter failure was discovered while still connected to the jugular hook so it could easily be re-sheated and withdrawn without any risk to patient. Summary of investigational findings: it was reported that a tulip device was advanced with jugular approach. It was observed that the filter did not fully expand, so the device was removed from the patient and a new device was used instead. Jugular introducer, coaxial introducer system, pre-dilator and tulip filter was returned for product evaluation. Per product evaluation: jugular introducer: the red safety button was pressed down; it was not possible to press down the blue release button. There was a lot of harden blood and the introducer was soaked and then it was possible to get the grasping hook out and no nonconformance was observed. Tulip filter was returned with a lot of harden blood. The cause for the reported failure cannot be determined, based on the product evaluation. Blood/biological matter could affect the leaf size. The size of the filter hook od is measured with a vernier caliper and in the production with a ruler this could therefore give difference in the result/measuring, and this will not lead to fail expand. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Based on the provided information and returned product an exact cause for this event cannot be established. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook tulip filter. Occupation: unknown. PMA/510(k): k172557. Investigation is still in progress.

Event description:
Description of event according to initial reporter: "filter did not deploy. Was retrieved. New filter placed". Additional information received 05may2021: "the physician who did the case relayed that the jugular was accessed, the device was advanced and deployed. The device did not fully expand, so the physician then retrieved the device and placed a new one". Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.